Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 120mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies were noted. Unit received with minor scratched display window and case.